Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation; therefore, a root cause could not be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil became stuck in the microcatheter and during the attempt to withdraw it, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed together with the microcatheter. There was no reported patient injury.